Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's flow sensor assembly, flow straightener, and inlet air path assembly were found to be contaminated with dust and dirt. The device's flow sensor assembly, flow straightener and inlet air path assembly were replaced to address the issue. Flow straightener and inlet air path assembly.